Manufacturer narrative:
Device passed displacement test; it failed self test. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not responding for about a month. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.